Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient had multiple abscesses around their ins. The patient stated that they started having pain 2 weeks ago and they were given 2 shots of rosefin and ¿it got better but it came back.¿ the patient reported that their healthcare professional (hcp) performed an ultrasound yesterday and they found multiple abscesses underneath the battery. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding the patient. It was reported that the patient¿s battery was removed, as they had irritation around the battery site. It was noted that the integrity of the device was good, and there was no need for troubleshooting. The hcp stated that the patient hadn¿t used the device in the last year, and wanted it removed due to the irritation. The device was discarded after being explanted. The issue was resolved at the time of the report. No further complications were reported.